Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the velocity broke in two locations at the proximal one-third and was connected by the inner wires. The velocity was able to be removed by hand. No additional information has been provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.